Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Low pump flow: data log reviewed: no motor current (mc) spike observed. Suctions occurred on (B)(6) above there were 3 triggers of intermittent suction and 2 triggers of continuous suction. Continuous suction particularly suggests that mc values are low during both phases of the cardiac cycle. Clinical stated, compliant reported about persisting alarms "placement signal low". The evening of (B)(6), there was a significant drop in placement signal (ps) minimum values close to 0 mmhg. For this reason, the "placement signal low" alarms began to trigger. Per rep email, the pump slipped just a little too deep into the ventricle at that point. The alarms were rectified after a short time and did not return. Ps waveform was found to be ventricular in the data logs at the time of the issue and once the ps returned to normal, the suction and placement signal low alarms resolved. The cause of the suction was most likely improper positioning since the pump was reported to slip deep. Positioning issues: the cause of the positioning issue cannot be determined due to insufficient clinical data provided, unknown why device slipped deep.

Event description:
The complainant reported that the impella cp slipped just a little too deep into the ventricle and placement signal low alarm occurred. The alarms were rectified. Additionally, the cp was not able to go higher than p5 without having suction alarms. Support continued until successful explanation and the patient remained in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.